Event description:
Medtronic received a report that the middle part of the pipeline could not be opened after several attempts during the deployment process. Later, the surgeon retrieved the pipeline and withdrew it from the patient's body along with the phenom microcatheter, and found that the pushing resistance of the pipeline was large and the tip end of the pipeline was rough. The pipeline was positioned in a bend at the proximal part and more than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.   The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery aneurysm with a max diameter of 8mm and a 6mm neck diameter. The landing zone artery size measurements were 3.9mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered and the platelet reactivity units (pru) level was normal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that catheter resistance occurred in the middle section. It was noted that the catheter used was a marksman catheter.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex was returned within the inner pouch; inside of a biohazard bag and a shipping box. There was no catheter returned with the pipeline flex.. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. The middle of the braid was found fully opened and no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer of "failure to open at the middle section" was not confirmed as the middle of the braid was fully opened and no damage. In addition, distal and proximal ends of the braid were fully opened and frayed. However, the cause for failure to open and damaged braid could not be determined. Possible cause of failure to open includes damaged braid. The customer report of "resistance during delivery" was also not confirmed as the pipeline flex was returned without the catheter. No damages were found with the pushwire. Customer reported that vessel tortuosity was moderate and the pipeline flex braid was resheathed less than or equal to 2 times. Since the catheter was not returned; any contribution of the catheter to the resistance issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-oct-06 mpxr 1105226 (rep, hcp, for): medtronic received a report that the middle part of the pipeline could not be opened after several attempts during the deployment process. Later, the surgeon retrieved the pipeline and withdrew it from the patient's body along with the phenom microcatheter, and found that the pushing resistance of the pipeline was large and the tip end of the pipeline was rough. The pipeline was positioned in a bend at the proximal part and more than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured ophthalmic artery aneurysm with a max diameter of 8mm and a 6mm neck diameter. The landing zone artery size measurements were 3.9mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered and the platelet reactivity units (pru) level was normal. 2023-oct-19 email (for, rep, hcp): additional information was received that catheter resistance occurred in the middle section. It was noted that the catheter used was a marksman catheter. 2023-nov-20 email (for, rep, hcp): no new event information.